Event description:
Boston scientific received information that this patient went to the hospital after receiving an inappropriate shock. Patient complained that during the last few days, at lunchtime, he would experience uncomfortable feelings in his chest. To try and stop the uncomfortable feelings the patient started hitting his chest. Soon after the patient received an inappropriate shock. Upon arriving to the hospital, the associated pg was interrogated. Noise and high out of range shock impedance measurements could be observed on the right ventricular (rv) channel, there was an increase in pacing impedance measurements from 650 ohms to 1,089 ohms, and a decrease in sensing. It was suspected there was a connection issue. Upon removal of the pg, a small backlash was noted when pressure was applied to the header, but the manipulation did not change the signal. This pg was implanted subcutaneous, and is part of the subpectoral implant advisory. This rv lead was tested with the pacing system analyzer, and less noise was observed. The rv lead was then connected to the new pg, but still the same issues resulted. The decision was made to replace both the pg and rv lead. The rv lead had to be surgically abandoned due to unsuccessful attempts of trying to explant the lead. A new rv lead and pg were implanted successfully, and all measurements were normal and within range. There were no additional adverse patient effects reported.

Manufacturer narrative:
This rv lead will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.